Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and her last glucose reading was 1654mg/dl. It was stated that the customer was brought in via ambulance, but it was unknown who had called. The customer was treated with an insulin drip, ventilator machine, and she is unresponsive at the time of call. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.